Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e0127 numbness.

Event description:
It was reported via sprinklr that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. The skin was prepped with alcohol prior to wearable insertion. On approximately (B)(6) 2024, the sensor stopped reading (error message not remembered) so the patient took the sensor off. Upon removal, the area had itching, burning, a rash, redness, inflammation, pimples, dry skin, pustules, and infection extending beyond the patch perimeter. The patient went to bed. When she woke up the following day, she felt ¿really sick¿. The patient was vomiting and could not eat. The patient could not sleep well that night. On (B)(6) 2024, the patient was still feeling sick, so her son called 911. Emergency medical services arrived and transported the patient to the emergency room. At the ER, the patient was diagnosed with cellulitis and sepsis. The patient¿s fingers and upper arm were numb and purple. The patient was admitted to the intensive care unit and was treated with two unspecified antibiotics and an unspecified ¿pain reliever lotion¿. The patient also reported her illness affected her kidneys. The patient was discharged home on (B)(6) 2024. At the time of report, the patient was still recovering as her fingers and arm were still purple. Her fingers were ¿numb and hard¿, painful, and had a burning sensation. In addition, the patient still had pain at the sensor insertion site on her arm. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional photos of the skin reaction various stages of healing were provided on 01/28/2025, and the skin reaction was further confirmed. The probable cause could not be determined. No additional event or patient information is available.